Event description:
It was reported that during a tonsillectomy and adenoidectomy on a pediatric pt, the surgeon was utilizing a procise xp plasma wand. The reporter noted a metal mouth gag was used during the procedure. In addition, the anatomy of the pt required the surgeon to manually bend the shaft of the wand in order to reach the adenoids. Post-operative it was discovered that the pt sustained a 3-4mm 3rd degree burn on the bottom lip, approximately 1 cm left from the midline. The pt was treated with bactroband and sent home for observation. No other pt complications reported as a result of this event.

Manufacturer narrative:
A review of the design history record by the manufacturer found no non-conforming reports, deviations, or similar complaints against this lot. The manufacturer's instructions for use provide the following precautions: do not contact metal objects such as a mouth gag while activating the plasma wand. It may damage the wand tip, the wand shaft insulation, or cause malfunction, or injury may result. Damaged insulation could lead to unwanted electrical conduction resulting in pt burns. Use care when bending the wand shaft. Aggressive bending could occlude internal suction/saline lines and/or damage the wand shaft insulation. Damaged insulation could lead to unwanted electrical conduction resulting in pt burns.